Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient had an infection at the lead incision site. It was unknown what led to the issue or how it was identified. No troubleshooting or diagnostics were performed. The lead was explanted to resolve the issue. The patient&#38112;indications for use were dystonia and movement disorders.